Event description:
Additional information was received indicating the ipgs provided therapy for the manufacturers expected timeframe indicating the devices were functioning as intended.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2024 to explant and replace two ipgs. The reason is unknown.